Manufacturer narrative:
Block e1: facility address: (B)(6). Block h6: imdrf device code a020504 captures the reportable event of inner package broken.

Event description:
It was reported that navigator access sheath device was to be used during a ureteroflexible holmium laser lithotripsy procedure. During preparation, it was found that the inner package was broken, and the sterile barrier was breach. The procedure was completed with another of same device with no patient complications.